Manufacturer narrative:
G4:19feb2021. B4:22feb2021. H10: the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the pcba, main board w/lithium battery and a power supply,v200 was needed to be replaced to return the device to working condition. The fse replaced the pcba, main board w/lithium battery and power supply,v200 to resolve the issue and bring the device back to functionality. Following the repair, the device was returned to the customer to be placed back into service submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.